Event description:
Cautery pencil from cardinal sterile basic set up pack was found to be faulty. The rocker switch on the cautery device would not activate the coagulation mode when pressed. No pt harm.